Manufacturer narrative:
Device is currently under eval. A follow-up report will be sent upon completion of the engineering eval. A device history record review was performed and the device was found to have met all specs without any deviations.

Event description:
The surgeon used a v12, he introduced the device, he tried to deploy the stent. The balloon exploded at 6 atm. He removed the balloon and used another balloon to deploy the stent.